Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Date of birth - unk. Device evaluated by manufacturer? No. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm12.6 implantable collamer lens, diopter unknown, in the patient's eye and the lens was reported as having a refractive surprise. The lens remains implanted.